Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 531 mg/dl; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. A system check was performed and it was found that the customer had forgotten to fill the tubing during the load sequence. Tandem technical support instructed the customer to fill the tubing.